Event description:
Procedure: thoraco/pneumothorax. According to the reporter: midway through the procedure, the surgeon tried to squeezed the handle to fire with seamguard, but it was stuck. The device was removed by resecting the tissue and some "oozing" bleeding occurred. It took about 15 minutes to remove the device & fix the oozing. Another device was used to complete the procedure.